Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was not in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the solenoid valves (3 and 4) were replaced to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero failed" alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was displaying a "proximal pressure sensor autozero" alarm. The customer reviewed the event log and confirmed that a 110b error code was recorded. The rse informed the customer to check the pin alignment between the flow sensor assembly to the data acquisition (da) board. The device displayed 73 hours on the air and o2 flow sensors in the vent info screen. The rse provided the customer with the part numbers for a replacement da board, and solenoid valves. Device evaluation and repair are pending, and this investigation is ongoing.